Manufacturer narrative:
Further investigation was not possible as no product was received. No information in the complaint points to a cause for the result discrepancy or the error messages.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from his coaguchek xs meter serial number (B)(4). On (B)(6) 2017, the result from the meter was 2.6 inr. On (B)(6) 2017, he attempted to use the meter and it shut off. The customer went to the hospital to be tested and the result at the hospital was 6.8 inr. The method used by the hospital was unknown. The customer was admitted for chest pain and internal bleeding. The customer's coumadin was held for three days and he was released on (B)(6) 2017. The customer stated he currently felt fine. The customer was not anemic, not on heparin, and had no antiphospholipid antibodies. There was no change in the coumadin dose, no new medication, no change in diet, and no illness. The therapeutic range was 3.0-3.5 inr. The suspect product was requested to be returned for investigation.